Manufacturer narrative:
The serial numbers are: module a - 21c3-09 module b - 21c3-08. The electrode lot number was not provided.

Event description:
The initial reporter received questionable ion-selective electrode (ise) sodium assay results from two patient samples tested on the cobas pro ise analytical unit's module a and module b. Results from module a: the high result was 149 mmol/l. The low result was 139 mmol/l. Results from module b: the high result was 146 mmol/l. The low result was 140 mmol/l.